Manufacturer narrative:
Correction: lot number. The device was received for evaluation. Visual inspection revealed that the line was detached from the hansen connector in unit 4. The reported condition was verified. The cause of the condition was determined to be an insufficient gluing of the hansen connector to the corresponding line during manufacture of the set. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During priming of an x-mars set, the customer noticed an external fluid leak. This occurred within a few minutes of starting prime during cycle 3. The x-mars set came apart at the connection between the dialyzer and the tubing. The tubing separated from the point where it should be bonded. There was no patient involvement. No additional information is available.